Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Hcp said they encountered poor communication on a patient programmer (pp). The caller doesn't have access to the patient, other pp, or clinician programmer at the time of initial report. The hcp was instructed on how to synch and turn therapy off for an MRI (unrelated to device/therapy). The MRI tech also said the patient experienced a zap after pressing the sync key. No troubleshooting could occur due to access to product because the patient is in a different room than the caller. No further patient complications have been reported as a result of this event.